Manufacturer narrative:
This is supplemental report for investigation analysis. Upon receipt of the referenced faradrive steerable sheath at our post market quality assurance laboratory, visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Inspection of the internal valve also found an abnormal, ruptured air pocket that may have formed during the molding of the valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. With all the available information, boston scientific concludes the reported air ingress event was confirmed.

Event description:
It was reported that a faradrive steerable sheath clear during procedure to treat a paroxysmal atrial fibrillation presented visible air bubbles. Nurses flushed sheath and dilator while preparing the material. After the transseptal was done with sl0, an exchange was performed with faradrive. When on the left atrium, the dilator was removed slowly, physician aspirated and flushed. When the dilator was removed, the physician aspirated and flushed, and everything was normal. After that, a pigtail (7f) was introduced and the physician aspirated, and a lot of bubbles were present while aspirating, even after four syringes of 20cc. When the physician removed it and inserted the farawave catheter, same problem was observed. The physician decided to change the sheath, then the procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath clear during procedure to treat a paroxysmal atrial fibrillation presented visible air bubbles. Nurses flushed sheath and dilator while preparing the material. After the transseptal was done with sl0, an exchange was performed with faradrive. When on the left atrium, the dilator was removed slowly, physician aspirated and flushed. When the dilator was removed, the physician aspirated and flushed, and everything was normal. After that, a pigtail (7f) was introduced and the physician aspirated, and a lot of bubbles were present while aspirating, even after four syringes of 20cc. When the physician removed it and inserted the farawave catheter, same problem was observed. The physician decided to change the sheath, then the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.